Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient with risk for arrhythmias was wearing a life vest that alerted patient and doctor of an episode of ventricular tachycardia. Review of the merlin.net for implantable cardiac monitor confirmed no vt recordings. The device was interrogated on (B)(6) 2018 and no ventricular tachycardia recordings were found. The device explanted and a new implanted cardioverter-defibrillator (ICD) was implanted on (B)(6) 2018. The patient was in stable condition following the procedure.